Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus; the fiber proximal to fracture can rotate independently of metal cap; the fiber proximal end / input face exhibited evidence of some type of substance (likely biologic) on the optical surface. Based on the analysis above, the potential for forward firing may also exist. Probable root causes: based on the product analysis results, the probable root causes of the failure are: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber. Contamination of the connector.

Manufacturer narrative:
Correction on joules used from "154,516" to "23,000."

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber port over heated, no other error" @ 30 minutes and 154,516 joules of use. The procedure was completed with a second fiber. Patient outcome: "ok, no harm to patient".